Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Event description:
Customer called reporting that he had taken readings and got hi (>500mg/dl) as his first result and then 340 mg/dl ("a" zone on a parkes error grid), dosed with insulin, and lost consciousness. Treatment to stabilize glucose is unknown. No third party medical intervention was involved.